Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter (patient's ex-wife) contacted animas on (B)(6) 2013, to request animas stop mailings to the patient and reported that the patient was deceased. The reporter stated she found the patient dead in his home on (B)(6) 2011 and he was believed to have died that morning. The reporter further stated that the patient had been vomiting when she spoke with him the night prior to his death and that he refused her offer to take him to the hospital at that time. The reporter stated she did not know any of his blood glucose measurements at that time. The reporter stated the cause of death on the death certificate was listed as "complications of diabetes mellitus." The reporter stated she did not know what became of the patient's insulin pump, but confirmed that to her knowledge, the insulin pump was not implicated as a contributing factor in the patient's death. The reporter stated that she would forward a copy of the death certificate to animas and a postage paid envelope was sent to the reporter by animas customer technical support (acts) along with a (B)(6) form for signature. These documents have not been received back to animas at the time of this report. A copy of the deceased's autopsy report was requested from the (B)(6) medical examiner's office. The report was received and reviewed by animas medical surveillance. The medical examiner received the body of the deceased for examination with the animas insulin pump "protruding from the left abdomen." No further mention of the animas insulin pump was made in the remainder of the autopsy report. The pathologic diagnoses listed on the autopsy report cited complications of diabetes mellitus; hyperglycemia (vitreous glucose 740 mg/dl) and ischemic cardiomyopathy; microscopic fibrosis and dilated right and left ventricles. The manner of death was listed as "natural." The function of the insulin pump was not questioned in the autopsy report. No allegation of pump malfunction or defect was made in the autopsy report. The (B)(6) medical examiner's office confirmed that the deceased's insulin pump was still in their possession and verified that it could be released to animas for product analysis. At the time of this report, the pump has not yet been received by animas for analysis. This complaint is being reported because the patient died from complications of diabetes mellitus while attached to the animas insulin pump and the autopsy findings revealed a state of hyperglycemia with vitreous fluid measuring glucose of 740 mg/dl at the time of death. At this time, no allegation has been made regarding the involvement of the insulin pump in the death of this patient.

Manufacturer narrative:
Follow up #1 submitted: 02/15/2013. Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on 02/14/2013 with the following findings: review of the black box and download history revealed the following: the last cartridge change was on (B)(6) 2011 at 20:23, the last bolus delivery was on (B)(6) 2011 at 05:45 and the last basal delivery was on (B)(6) 2011 at 02:19. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed a crack at the threads of the battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. There were no functional defects found with the returned pump.